Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh, apogee and perigee were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with transvaginal a&p colporrhaphy and sacrospinous ligament fixation. It was reported that following insertion the patient experienced pain, erosion, extrusion, and dyspareunia. It was reported that the patient underwent removal of implant on (B)(6) 2012 due to protrusion of implant. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.